Event description:
Follow up indicated that the autostim feature of the aspirsr device has been turned off shortly after the device implantation. The patient preferred to have this feature off.

Event description:
It was reported that a vns patient had an increase of seizures and discomfort. The physician turned off the device auto-stimulation option. The patient was implanted on (B)(6) 2014 and he is on the medication treatment for his lenox gateaux epilepsy. It was reported that the patient experienced 0-2 seizures per day. The following device settings were obtained: output current 2ma, signal frequency 30hz, pulse width 250us, signal on time 7sec. Magnet output current 2.25ma, magnet on time is 60 sec. No further information was received to date.

Event description:
Further information was received indicating that the seizures increased upon putting auto-stimulation on. It was reported the patient's seizures improved with vns as long as auto-stimulation is off. As reported, no medication changes occurred that could cause or contribute to that increase of seizures.

Manufacturer narrative:
Outcomes attributed to adverse event; corrected data: the previously submitted MDR inadvertently provided an incorrect outcome attributed to adverse event.